Event description:
During a remote follow-up, noise which resulted in oversensing was detected on the device. No known intervention has been performed. The patient was stable and will continue to be monitored.